Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported: the blue ring of the flexible screwdriver is missing. The device was ordered one month ago. Prior to the surgery, it was also determined that the locking bolt on the flexible screwdriver is not tight anymore.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications. The device inspection revealed the following: a new design version of the set screwdriver, flexible shaft gamma3® 4 mm could be verified. The current design of the set screwdriver does not contain a blue ring. The covered spring with blue silicone was part of a former design version (with a different catalog number) which is obsolete since september 2009. Furthermore, a c- ring at the intended position at the tip was identified as well. Based on provided images, the root cause was attributed to a user related issue. The event was not caused by a deficiency of the product; the root cause of the reported event is rather user related [lack of training ¿ lack of knowledge]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported: the blue ring of the flexible screwdriver is missing. The device was ordered one month ago. Prior to the surgery, it was also determined that the locking bolt on the flexible screwdriver is not tight anymore.